Event description:
It was reported that the patient presented with a herniated disc at c4-5. The patient underwent an acdf at c4-5 using rhbmp-2/acs in an 8mm peek implant, and an anterior plate. The surgical procedure consisted of a c3-6 exposure with removal of anterior cervical plates at c3-4 and c5-6. There were no noted patient complications. One day post-op, imaging studies was interpreted as follows: 'the patient is status post anterior interbody fusion, c3-4 and c4-5. Anterior fusion plate is noted at c4-5. There is also evidence of interbody fusion at c5-6 below this. There is degenerative disc disease at c6-7 and c7-t1 subcutaneous emphysema is noted in the soft tissues of the right side of the neck.' One day post-op, the patient was doing well and was discharged. At 3 days post-op, the patient presented to the emergency room with difficulty breathing. A CT scan was interpreted as follows: 'prominent soft tissue swelling anterior to the cervical spine, with a small fluid collection anterolaterally on the right.' Ent evaluation 'showed evidence of surgical site swelling, but did not find any evidence of vocal cord injury, recurrent laryngeal nerve injury or injury to any of the surrounding tissues. They did find moderate pretracheal swelling with an overhanging epiglottis that was lying against his posterior pharyngeal wall. It was felt that his overhanging epiglottis was likely the cause of some irregular throat sounds that the patient was hearing.' 4 days post-op, a psychiatric consult was obtained 'at which time it was recommended to continue using his xanax as needed for his anxiety. They felt that his anxiety was provoking some of his discomfort and throat tightness. However, after his psychiatric consult, the patient did refuse his xanax on multiple occasions.' There were no signs of erythema or drainage throughout his hospital stay. At 6 days post-op, a repeated c-spine x-ray was obtained. It was interpreted as follows: 'there had been improvement in his pretracheal swelling.' The patient was discharged on pod 7.

Manufacturer narrative:
(B)(4). Review of 2 lateral x-rays of cervical spine show plate c4-5 with solid arthrodesis at c3/4 and c5/6. Cornerstone peek noted at c4/5. Excess swelling is noted displacing trachea anteriorly approximately 30mm. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the re ported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006 the patient was pre-operatively diagnosed with status post cervical fusion, c3-4 and c5-6, with herniated disc at c4-5. The patient underwent the following procedure: exposure of cervical spine from c3 to c6 with removal of anterior cervical plates at c3-4 and c5-6 with disc excision and discectomy at c4-5 followed by interbody fusion and anterior plating. As per op-notes, ¿the endplates were paralleled and freshened. Rhbmp-2 was reconstituted with sterile water and soaked into a synthetic collagen sponge which was then placed in a peek implant 8mm in thickness. This was impacted into place. A plate was then applied placing salvage screws into the distal screws of the prior c3-4 plate.¿